Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, and active current measurement or download the trace and history files utilizing thump (download difficulty) due to the blank display. The pump was cut open to perform a visual inspection. Swapped a test pcba 1 and the blank display persisted. Swapped a test pcba 2 and the display was visible. Physical inspection of the pcba 2 reveals a crack on u6 causing the blank display. No evidence of physical or moisture damage was found on the motor, force sensor, or pcba 1. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case, stained serial number label, pillowing keypad overlay, and cracked battery compartment, crack on the case is confirmed. Blank display is confirmed due to a cracked u6 chip on pcba 2. Download difficulty is confirmed due to the blank display. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1712k was returned for analysis.